Event description:
It was reported by the rep that (1) tsw35 instrument was used and it stapled but did not cut. Because the knife is in instrument they opened a new instrument to finish the case. There was no consequence to patient.